Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m828753 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m828753, test base part number 192-430 / lot m828753. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m828753 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to sample interference.

Event description:
The customer reported two false positive results from different patients with the ID now covid-19 2.0 assay performed on (B)(6) 2024. This manufacturer's report addresses patient one (1) of two (2). Pcr confirmation testing was performed on the same date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported two false positive results from different patients with the ID now covid-19 2.0 assay performed on (B)(6) 2024. This manufacturer's report addresses patient one (1) of two (2). Pcr confirmation testing was performed on the same date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.